Event description:
It was reported that the cartridge was damaged on two separate occasions. There was no adverse impact to the customer¿s blood glucose level. The customer successfully changed the cartridge and resumed insulin therapy, although the damaged cartridge was unavailable for return and the caller acknowledged this.